Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the surgeon attempted to recharge the nail; however, in-situ retraction was unsuccessful. Following explantation, an additional retraction attempt was made using the electronic remote controller (erc). The nail exhibited minimal movement, shifting approximately 2 to 3mm back and forth, but failed to fully recharge. As a result, the patient requires another surgery. If the exact same nail can be obtained for the procedure, a new nail will be implanted next week.